Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had an air in line issue. Air was being drawn from the filter where it connects to the tube. This occurred during priming. The connection of the tubing to the filter was not completely secure. There was no patient involved. No additional information is available.

Manufacturer narrative:
Three actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure, and clear passage testing were performed and the devices performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.